Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
With the new information provided, this record is not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event was a lens was found scratched in the container.